Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested 5.7 inr on the coaguchek xs system while a comparison lab returned as 2.41 inr. Caller states she had difficulty obtaining a blood drop and had to squeeze the finger excessively. The patient's coumadin dose was held based on the device result. No adverse event reported. Requested return of suspect system and replacement was sent.